Event description:
Coating on the device tip is flaking off of the device as it is being cleaned with a 4x4. Coating started flaking approximately halfway into the procedure after heavy usage of device.

Manufacturer narrative:
Device disposed of by the user facility, therefore, product return for evaluation not expected.